Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.

Event description:
The customer reported the system displayed an error and failed to display a viewable fluoroscopic live image. There is no report of pt injury or death.